Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported " left side ¿capsular ctx¿, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation and yellow particles. Weight measurement identified the device weight to the specification. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported " left side ¿capsular ctx¿, baker grade iii. Device has been explanted.